Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type/name is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was poor sleeve function with a bd vacutainer® ultratouch¿ push button blood collection set. There was no report of patient impact. The following information was provided by the initial reporter: the steel needle of the rubber plug at the rear end is exposed

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-01-17 . H.6. Investigation summary: bd received 1 customer sample from the customer in support of this complaint. The 1 customer sample was subjected to a visual inspection for sleeve damage including sleeve side piercing. The sample failed as it has a sleeve that appears to be cut. Bd is able to confirm the failure mode of cut product/component based on customer sample testing analysis. Additionally, 10 retention samples from the bd inventory were subjected to a sleeve function test using 10 tubes per needle to assess functionality of the device. All the devices passed testing as there were no signs of damage to the sleeve or poor sleeve recovery during draw. Bd is able to confirm the customer¿s reported failure mode of sleeve side piercing/recovery based on customer sample testing analysis however, the issue was not observed with the retain sample testing. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that there was poor sleeve function with a bd vacutainer® ultratouch¿ push button blood collection set. There was no report of patient impact. The following information was provided by the initial reporter: the steel needle of the rubber plug at the rear end is exposed.